Event description:
It was reported that the pt presented with low visual acuity (hand motion) in the right eye after implantation of the intra-ocular lens (iol). According to the info received, the original surgery was complicated by anterior capsular rent resulting in instability of crystalens and decreased vision. The iol was explanted approx two weeks post-operatively and replaced with an anterior chamber lens. Pt's bcva after the iol exchange was 20/30-2 and the prognosis is good.

Manufacturer narrative:
The explanted lens has been discarded by the user facility, therefore it is not available for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.